Event description:
It was reported that during a total mesenteric excision, during closure of the device, there was a lot of resistance. The trocar did not appear to be attached on the device. Took a new device. However, the hole in the colon where the tip of the trocar was placed in the first place was too wide, so after closing the second device, the donuts were not complete. Surgeon placed a temporary ileostoma. The temporary ileostoma can be abolished in three months.

Manufacturer narrative:
Date sent: 09/28/2007. Eval summary: the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The device was received fully loaded with staples, a new washer was installed, and the device was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The device opened and closed without any difficulties and the staple line was noted to be complete. Although there is no conclusion as to what caused the reported incident, it is possible that the anvil was gripped by the locking springs while trying to reattach to the device; this would prevent the anvil from locking on to the device. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.